Event description:
The account alleged that the bed will not lock into the trendelenburg position. There was no reported injury or incident.

Manufacturer narrative:
The technician asked the account to check the gas springs. The account replaced the trendelenburg gas springs to resolve the issue.